Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer also reported that the motor anomaly and no delivery alarm during priming. Customer was treated with manual injection. Customer was reporting a past event. Customer reported alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Troubleshooting was performed for no delivery alarm. The device will be returned for analysis.

Manufacturer narrative:
The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. After the rewind was completed, device seated unexpectedly during the displacement test due to unknown dried substance on the motor slide. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test or verify drive/motor anomaly or unexpected no delivery alarm due to seating anomaly. However, during visual inspection, the motor had moisture damage. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.